Manufacturer narrative:
Siemens filed initial MDR 2517506-2021-00263 on 17-sep-2021. Additional information (17-sep-2021): siemens further investigated the issue and determined that the customer's neglect to take necessary precautions while performing maintenance procedures potentially contributed to her injury. The following precautions are defined in the dimension exl 200 system operator's guide: "to operate the system, the operator must be proficient in its operation and maintenance procedures. To ensure safety, follow basic precautions. Always wear gloves when operating the dimension exl system. Observe all warnings and cautions in the manual. If the equipment is used in a manner not specified by the manufacturer, the protection provided by the equipment may be impaired. Biohazard and probe safety - follow standard laboratory practice for protection from biohazards when performing maintenance and troubleshooting. Observe all warnings and cautions stated in the manual. Always perform every step in a procedure in sequence as written, including pressing pause or raising instrument lids to prevent probes from moving while performing a procedure. All materials that come in contact with patient samples should be considered potential biohazards and treated according to local biohazard handling and disposal procedures. Warning: an operating procedure, step, or practice that, if not followed correctly, could result in personal injury, affect the operator's health, contaminate the environment, or cause erroneous and misleading results." The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
The customer contacted a siemens customer care center to resolve a cuvette wheel cannot find position error (error code #61) on the dimension exl 200 instrument. Siemens determined that the customer did not fully insert the affected cuvette window into the cuvette wheel when they performed the cuvette window cleaning routine maintenance. While rotating the cuvette ring to reseat the window and correct the issue, the technician sustained a cut to her knuckle. A siemens customer service engineer (cse) was dispatched to the customer's site. During this visit, the cse inserted the cuvette window. The operator's method of performing the routine maintenance contributed to the event. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that a technician cut her knuckle while manually moving the cuvette wheel in order to access and reseat a cuvette window that was not fully inserted in the cuvette wheel while the lab technician performed a cuvette window cleaning routine maintenance procedure on a dimension exl 200 instrument. The technician followed her laboratory protocol by cleaning the cut and applying antiseptic. The technician was wearing personal protective equipment (ppe) while the incident took place and there were no reports of exposure to biohazard material. The technician did not undergo any other testing and did not require any further medical treatment. There are no known reports of adverse health consequences due to the event.